Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.